Manufacturer narrative:
Product event summary: the pscc100 of lot number 0012806957 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment: on the spiral array segment, the spiral array pebax tube was observed to be kinked. On the spiral array segment, the guidewire lumen was observed to be kinked at 0.88 inches from the distal tip. Catheter identification and ablation testing was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Verification of steering mechanisms was conducted. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen. Electrical continuity test did not reveal any anomalies. In conclusion, the catheter failed the return product inspection due to the spiral array pebax tube observed to be kinked and kinked guidewire lumen observed in spiral array. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, at the ring portion of the loop catheter tip, the number 9 electrode was found to be consistently protruding. The shaft on the number 9 side also felt stiffer than usual. When viewed from the side, in addition to a 20° forward tilt in the vertical direction, a tilt in the horizontal direction was also observed. The defect was noticed upon opening the product, before setup, and it was immediately replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.